Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 369 mg/dl, 226 mg/dl, and 178 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
A (B)(6) male patient underwent an additional evar procedure on (B)(6) 2010. The patient had received a zenith main body with iliac limbs and over time one of the limbs separated causing a type I endoleak. The separation occurred on the right at the graft to limb overlap. The area representative stated that it appeared that the tortuosity caused the graft to pull back leading to the separation. Two zenith iliac leg grafts were placed before the internal iliac to form the limb and seal off the endoleak. The secondary procedure successfully sealed the "gap" and the endoleak was no longer present.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.